Manufacturer narrative:
(B)(4). Date sent: 9/9/2025. Additional information was requested, and the following was obtained: please give a timeline of events. What was the cause of death? What was the date of death? Where was the site of bleeding? Could we please obtain an autopsy report? Please send to productcomplaint1@its.jnj.com what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the death was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Would the surgeon like to speak with ethicon? The doctor at the beggining mention that the product was cdh21, but in the country this code is not used lately 2. The doctor communicate the issue in a training symposium 3. At this time, the sales rep. Is trying to confirm if the patient information, if used j&j material and if the code is correct. 4. No more news about the case, codes, and lot involved.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please give a timeline of events. What was the cause of death? What was the date of death? Could we please obtain an autopsy report? Please send to productcomplaint1@its.jnj.com. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the death was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Would the surgeon like to speak with ethicon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophagectomy the device worked optimally during the procedure, with no previous history. However, a month later, the doctor informed us that, one week after the procedure, the patient suffered severe bleeding that caused his death. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Hemorrhage, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes.